Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous left ventricular lead exhibited a loss of left ventricular capture.